Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat test testing) was isolated to the white pulse wire being broken from the trunk cable, damaging wires within the connector. Also, the ECG ¿a¿ and ECG ¿b¿ cables were pulled from strain relief, pulling the j702 from the distribution node pca. The root cause for the strained cables and broken wires was excessive force. Investigation underway. See car-1142. There was no adverse event that resulted from the damaged belt.